Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer did not report any symptoms. Customer's blood glucose value was 400 mg/dl at the time of the call. Customer is calling because she has high blood glucose values and has passed all the test. Customer states that a buzzing is made when giving bolus. Last time she heard that buzzing something was wrong with the pump. No further details given for high blood glucose. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Customer does not feel comfortable using the pump and wants it to be replaced. The product was returned for analysis.

Manufacturer narrative:
Findings: unit received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No audio/beep/buzzing loud noise anomaly noted. Unit was programmed with test minilink and the glucose sensor simulator. Unit communicated properly with glucose sensor simulator. The low or high predicted alarms properly no anomaly noted. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window and cracked case at reservoir tube window corners. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.